Event description:
Svc technician reported while servicing the unit that the check valves cv2, cv3, and cv4 were found defective. All the check valves were replaced. Subsequently, beginning in 6/01 all old check valves were replaced with a new design due to a recall of the old check valves due to tearing.